Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to cied system/pocket infection and bacteremia. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on the rv lead, the lead was removed successfully. Next, targeting the ra lead with the 16f glidelight, advancement was made to the innominate/superior vena cava (svc) junction, where progress stalled. Then, switching to a spectranetics 13f tightrail rotating dilator sheath, the ra lead was removed. Upon removal of the lead, the patient's blood pressure dropped, and rescue efforts began, including sternotomy. A perforation from the svc/innominate junction and the svc was discovered and repaired. The patient survived the procedure; however, he passed away the following day. This report captures the 13f tightrail device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) perforation of vessels, great vessel perforation, and death are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.